Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a polaris loop stent was used during a ureteral lithotripsy procedure, it was noticed that during unpacking the stent shaft was broken into two pieces along the shaft. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: the polaris loop ureteral stent was not returned; however, a photo was provided and during the inspection it was found with the shaft was detached. Additionaly, the suture was not visible. No other issues with the device were noted. The reported event was confirmed. Based on the product analysis, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get detached during the preparation affecting the performance of the device. Consequently, affect the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported that a polaris loop stent was used during a ureteral lithotripsy procedure, it was noticed that during unpacking the stent shaft was broken into two pieces along the shaft. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft break. The polaris loop ureteral stent was returned and during the inspection it was found with the shaft detached. No other issues with the device were noted. The reported event was confirmed. Based on the product analysis, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled to the shaft and is removed using excess force, the stent can get detached during the preparation affecting the performance of the device. Consequently, it will affect the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure, since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported that a polaris loop stent was used during a ureteral lithotripsy procedure, it was noticed that during unpacking the stent shaft was broken into two pieces along the shaft. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.